Event description:
New information received indicates that the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received vibratory alerts for high, out of range hv lead impedance for the svc-coil vector. It was noted that the case was from implant. The hv lead impedance was measured and the measurement was normal. Programming changes were made. The lead remains implanted.